Event description:
It was reported to philips that the system could no longer be turned on. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during planned coronary procedure. The procedure was completed by moving the patient to another system. It was reported to philips that the ups controller quality defects. Review of the log file shows ups controller defect malfunction. Upon further inspection it was found ups controller was abnormal behavior. To resolve the issue, changed the wiring to a bypass that did not involve the ups. After repairs the device returned to good working order. The codes were updated based on the investigation outcome.